Event description:
While trying to remove a balloon catheter, from a peripheral artery, part of the balloon became dislodged within the artery. Several attempts were made to retrieve the foreign body with a retrieval device, but they were unsuccessful. A small piece remains within the artery.